Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the display screen was observed to be discolored with a dim pinkish contrast. The dim display was replaced with a new test display and was fully functional. Unrelated to the initial complaint, the battery compartment was observed to be cracked near the case seal. The audio bolus button cover was partially lifted off the pump. The audio bolus button was responsive to user presses.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen is very dim, can only be read in a dark room, and cannot be read outside or in the house. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.